Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a severely calcified artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon sixth inflation at nominal pressure for 10 seconds. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Lot number from unknown to 0031262158.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a severely calcified artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon sixth inflation at nominal pressure for 10 seconds. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure. It was further reported that the moderately tortuous lesion was located in the superficial femoral artery.